Event description:
It was reported that at the conclusion of a trial implant, the pt became anxious and then unresponsive. Vitals were checked and were not present. CPR was performed by the medical staff. The pt was admitted to hospital in critical condition and placed on a ventilator. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.